Manufacturer narrative:
Additional information was received that the that the patient's second system was explanted on (B)(6) 2016 due to a high impedance observed on one of the leads. Additional suspect medical device components involved in the event: model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator; model: sc-2366-50, serial: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm; model: sc-2366-30, serial: (B)(4), description: linear 3-6 lead, 30cm; model: sc-4316, lot: 16160064, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's stimulation was uncomfortable and caused pain in his back and legs. In addition the patient's leads displayed high impedance readings. The patient underwent a procedure wherein all devices were explanted.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-2316-50, serial # (B)(4), description: infinion¿1x16 perc lead kit-50 cm model #: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-1132 serial # (B)(4), description: precision spectra implantable pulse generator model #: sc-4316 lot # 17241723 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's stimulation was uncomfortable and caused pain in his back and legs. In addition the patient's leads displayed high impedance readings. The patient underwent a procedure wherein all devices were explanted.

Manufacturer narrative:
Correction to fu#1 MDR should have stated: additional information was received that the that the patient's second system was explanted on (B)(6) 2016. Additional suspect medical device components involved in the event: model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator. Model: sc-2366-50, serial: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead, 70cm. Model: sc-2366-30, serial: (B)(4), description: linear 3-6 lead, 30cm. Model: sc-4316, lot: 16160064, description: next generation anchor kit-sterile sc-1132 sn (B)(4) ¿ the complaints regarding the stimulation issues were not verified. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. The device has a slightly higher quiescent current than normal. The responsible component couldn¿t be determined. In low power idle mode with the stimulation turned off, the ipg consumed an average of 60 ua from the battery at a voltage of 3.6 v, slightly above the 50 ua specification. Sc-2316-50 sn (B)(4)/sc-2366-50 sn (B)(4)/sc-3400-30 sn (B)(4) and (B)(4)/sc-4316 lot #17241723 - the devices passed all test performed, no anomalies were found. Sc-2316-50 sn (B)(4) - the complaint of loss of stimulation/therapy was confirmed. X-ray inspection found 6 out of 16 cables were fractured along the proximal 7 electrode array. There were no exposed cables. The cause of the cable fractures couldn't be determined. It was reported that the patient fell. Sc-1132 sn (B)(4) - the ipg passed all the required tests and revealed no anomalies. A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-2366-50 sn (B)(4) - visual inspection of the lead found the distal array is fractured right at electrode # 8. X-ray inspection found electrode #8 was fractured. The cause of the distal array and cable fracture could not be determined. Sc-2366-70 sn (B)(4) - the lead was cleanly cut. Cables were exposed at the clean cut section of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Visual inspection of the lead found the distal array is fractured right at electrode # 8. X-ray inspection found electrode #8 was fractured. The cause of the distal array and cable fracture could not be determined. Sc-2366-30 sn (B)(4) - a review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-4316 lot # 1610064 - one of the eyelets was torn, and a piece of silicone material was missing. The silicone was removed from the patient.

Event description:
A report was received that the patient's stimulation was uncomfortable and caused pain in his back and legs. In addition the patient's leads displayed high impedance readings. The patient underwent a procedure wherein one of the two systems was explanted. The patient will undergo an explant of the second system at a later date.